Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.75 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found damage along the proximal end and mid-section of the stent, and it has moved proximally on the balloon over the proximal marker band. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumpertip showed signs of damage and a portion of a guidewire is visible inside the tip. A visual and tactile examination of the hypotube and shaft found no issues.

Event description:
Reportable based on device analysis completed on 05apr2019. It was reported that crossing difficulties occured. The target lesion was located in left anterior descending (lad) artery. A 2.75x28mm f/g,promus element plus,mr,ous drug-eluting stent was selected for use. During percutaneous coronary intervention, it was noted that the promus element plus stent could not cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damage.